Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, after connecting the reload, even the fire button was pressed, firing could not performed. They replaced by new reload surgeon could fire the device with no problem. Then the surgeon checked the reload in question and found out that staple pushers appeared from the staple pockets and that no staples had been set in this reload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, after connecting the reload, even the fire button was pressed, firing could not performed. They replaced by new reload surgeon could fire the device with no problem. Then the surgeon checked the reload in question and found out that staple pushers appeared from the staple pockets and that no staples had been set in this reload. There was no patient injury.